Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer¿s representative regarding a trial patient who was implanted for advance evaluation (ae). The trial patient reported that ¿it¿s a lot worse¿ since being in the evaluation and did not see an improvement. They also mentioned they were unable to feel the stimulation. The patient was assisted with changing programs. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. The following day the trial patient reported that their retention and ¿things¿ were worsening since switching programs. They were going to be contacting their doctor tomorrow. It was unknown if the issue was resolved. It was unknown if any surgical intervention had occurred or was planned. The patient status was noted as ¿alive ¿ no injury¿. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.